Manufacturer narrative:
The reported event of a power disconnect alarm was confirmed on the returned battery, bat307577. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a power disconnect alarm on (B)(6) 2016 at 07:22:14. Con100957 was connected to bat300257 and bat307577 which had 97% and 0% remaining charge, respectively. Bat307577 recorded an erroneous saw value, indicating a communication error between the battery and the controller. Prior to this alarm, con100957 was connected to bat300257 and bat307577 which had 98% and 54% remaining charge, respectively. Following this alarm, con100957 was connected to bat300257 and bat300846 which had 96% and 97% remaining charge, respectively. Analysis revealed that the device passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported during routine analysis of log files during clinic visit a "power disconnect" alarm was noted in the alarm log of the monitor. The manufacturer's clinical engineer noted that "the alarm showed some false saw bit codes indicating an issue with the battery". The battery was removed from service without consequence to the patient.